Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after becoming dizzy and passing out on an airplane. It was undetermined whether or not the patient's symptoms were related to the device. Device interrogation showed high capture thresholds. Furthermore, externalized conductors were observed on the rv lead. The device was reprogrammed. The patient condition was stable and was sent home to continue monitoring.

Event description:
New information received, notes that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited high out-of-range defibrillating impedance. No intervention was performed. Patient condition was stable. Prior to, during and after clinic visit.

Event description:
New information received notes that the patient presented in clinic for device changeout procedure. The right ventricular lead was explanted and replaced. Patient condition was stable pre, during, and post procedure.

Manufacturer narrative:
The reported events of insulation abrasion and high pacing threshold were confirmed and the reported event of high defibrillation impedance was not confirmed. A partial lead was returned in three pieces, measuring 14.3cm, 21.0cm and 17.0cm, for analysis. Visual inspection of the lead found external insulation abrasion at the middle region of the lead at 8.1cm to 9.0cm proximal to the proximal end of coil. Final analysis also found internal insulation abrasion at 14.5cm to 16.1cm from the distal tip, abrading the coating of one ring electrode cable. X-ray examination was normal and lead impedance test could not be performed due to lead condition upon return. The cause of high pacing threshold was isolated to the abrasion exposing the cable coating of the one ring electrode cable.